Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The abbott representative poked her right hand near her wrist/thumb area and broke her skin through her gloves with the sample probe of the alinity c processing module. She went to the emergency room which ran blood work for an exposure panel (consisting of hiv, hepatitis b & c and alt) and administered a tetanus shot. The doctor considered it to be a low-risk exposure and did not feel any medication was necessary. No additional impact to the user was reported.

Event description:
The abbott representative poked her right hand near her wrist/thumb area and broke her skin through her gloves with the sample probe of the alinity c processing module. She went to the emergency room which ran blood work for an exposure panel (consisting of hiv, hepatitis b & c and alt) and administered a tetanus shot. The doctor considered it to be a low-risk exposure and did not feel any medication was necessary. No additional impact to the user was reported.

Manufacturer narrative:
Based on the information provided by service, an injury to the abbott field service engineer (fse) occurred while performing a maintenance and diagnostic (m&d) procedure. No trends or similar issues for as described in this ticket were identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist including the maintenance and diagnostic (m&d) procedure performed by the fse and the required instrument status. Based on the investigation no systemic issue or product deficiency was identified and the product is performing as expected.